Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of adjustment in relation to the reported faulty downstream occlusion sensor, which was reproduced during evaluation. A review of the event history log identified faulty downstream occlusion sensor. The cause was determined to be a downstream tubing guide out of adjustment and cracked. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a faulty downstream sensor. There was no known patient injury or medical intervention associated with this event. No additional information is available.